Event description:
It was reported a filter did not appear to open completely following deployment via jugular approach. Manipulation of the filter with a forcep resulted in a complete opening in a complete opening and the pt's condition is good. This device remains implanted. Therefore, no failure analysis is available. The co's follow up indicated the caval shape was unusual. It was indicated continual flushing of the carrier system during the implant procedure was not performed. The co believes user technique and/or pt condition may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's direction for use state: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe...the introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure...insufficient flushing can allow thrombus formation inside the titanium geenfield vena cava filter which can bind the legs and prevent complete opening upon release.